Event description:
During a "triple a" procedure, the suture broke. The surgeon used another suture to complete the procedure. No pt injury was reported.

Manufacturer narrative:
10/16/1997-supplemental report #1 submitted to FDA. The reported condition was confirmed however, the exact cause could not be reliably determined.